Event description:
It was reported about three year later the patient was having return of symptoms for about a week but noticed it the day before reported event date. She was wearing pads. She was not feeling stimulation and therapy seems to be turned off by itself. When she uses patient programmer to check therapy, patient programmer shows therapy was off and she does not know how that happens. The patient sync with programmer and setting was program 3at 0.95 volts and therapy was on.

Event description:
It was reported that the patient was losing therapeutic effect when the implantable neurostimulator (ins) turned off. It was reported that the ins was turning off by itself. The first time it turned off was in (B)(6) 2012 and then it happened again in (B)(6) 2012. On (B)(6) 2012, the device's history was checked by the nurse, and it was noted that the ins had been turned off a couple of times in the past few months. The patient's first indication that the device had been turned off was loss of therapy. The patient was not turning the ins off with the patient programmer. The patient had a magnetic resonance imaging procedure done in (B)(6), but the health care professional was able to turn the ins on easily after that. It was also noted that the patient lived by cell phone towers and by an air national guard base. It was reported that the patient had "two open circuits" on program #2 and that both contacts in the program were positive. Program #1 was programmed "too close to the nerve so it pinched" the patient. Program #2 never gave her therapeutic benefit, but the programming the patient had now had addressed the issue. The patient now got therapeutic benefit when the ins was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v440659, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).